Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit failed at the cuffed area with air leaks. Had the trach replaced twice before having to use a different brand of traches.